Event description:
The lay user/patient had reported in 2005 and alleged that the meter does not work (no information provided regarding what was wrong with the device). The medical affairs specialist was unable to reach the patient to obtain further information. A letter was sent. The patient took the meter to the doctor's office and the nurse and a friend tried to test the patient, but the meter did not work. The patient did not receive any medical attention. The patient did not have test strips to troubleshoot the device. Customer services sent the patient a new meter. This complaint was originally ruled out as MDR-reportable since the patient did not receive any medical attention and the product did not cause or contribute to an injury. The product was returned and received by lifescan 2 months later. The meter was evaluated by product analysis and it failed the testing. The meter had the apply sample issue due to pin 3 of spc was lifted high. Therefore, this complaint is now reported based on the product analysis.